Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms") and infection ("infection"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, autoimmune disorder and infection outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2011: multilocuiated or multiseptated right adnexal mass probably an ovarian cyst. The possibility tor an ovarian neoplasm including a malignant ovarian neoplasm cannot be entirely excluded.. Hysterosalpingogram - on (B)(6) 2010: occlusion of fallopian tubes post essure placement.. Ultrasound scan vagina - on (B)(6) 2010: multiple right ovarian cyst. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms") and infection ("infection"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, autoimmune disorder and infection outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2011: multilocuiated or multiseptated right adnexal mass probably an ovarian cyst. The possibility tor an ovarian neoplasm including a malignant ovarian neoplasm cannot be entirely excluded.. Hysterosalpingogram - on (B)(6) 2010: occlusion of fallopian tubes post essure placement. Ultrasound scan vagina - on (B)(6) 2010: multiple right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.